Event description:
It was reported to philips that the system was unable to save images. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary left heart cath diagnostic procedure was performed when the issue happened. The procedure was delayed and completed by moving the patient to another room. A field service engineer (fse) visited onsite and confirmed the system unable to save images. After reviewing log file fse found an issue with the image storage on the image processing pc. Upon inspecting the m-cabinet, fse noticed that the image storage hard drive showed no activity light. To resolve the issue, fse powered off the system and disconnected all cables from the image processing pc. Fse opened the pc and connected the storage drive directly to the ippc. Fse reconnected all cables. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.